Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that after an aspiration thrombectomy procedure, the physician completed hemostasis with the angio-seal device. The patient rested in bed for 12 hours; however, bleeding occurred when the patient moved their body. The patient heard something snap then, the patient did not make any action which gave pressure to the abdominal. Hematoma was observed and the puncture site swelled. Manual compression was applied, and the bleeding stopped. The patient was reported to be recovering and was under follow-up observation. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8fr. The puncture site and the vessel diameter are unknown. Blood loss was greater than 250cc. There was serious health damage for the patient. There were no other devices used with the reported product. Additional information was received on 24oct2019. The healthcare professional did not make a causal connection between the device and the incident. Bleeding did occur at the site of closure.